Manufacturer narrative:
Affected model numbers: 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991109, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745. There are three (3) applicable 510 (k): symbia e single/dual: k072567, k082506.

Event description:
After completion of static scan, the pt grabbed the side of the arm support with the left hand while operator was manually puling the pallet out from gantry. The operator did not check or secure the pt to ensure all body parts were clear of the moving parts before pulling the pallet. The pt's little finger of the left hand was caught under the arm support and she suffered lacerations (about 1 cm in length) on her little finger of the left hand. The laceration required an undisclosed number of stitches.